Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant (oss311), one crown and screw were returned for investigation. There were no allegations against the crown and screw; the investigation was performed only on the implant. Visual evaluation of the as returned product identified that it was severely fractured across the upper threads. Device history record (DHR) review for the lot (2017061545) had revealed no deviations nor non-conformances which could have caused or contributed the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2017061545) and one similar event or complaint was found. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant fractured at the neck portion after protheis was placed. Patient went to clinical office with discomfort, pain and the gums inflammated. Crown was removed. The doctor would wait to evaluate the gums damage. Bottom portion of the implant remains implanted and won't be removed.